Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that noise was oversensed on this right ventricular (rv) lead and shock channel. The noise was reproduced when the patient reached across their back. Reportedly no inhibition, no inappropriate therapy, and no symptoms were observed. During surgery the lead was tested via the pacing system analyzer and the noise was not present. However it was suspected that there was lead damage. This rv lead was surgically capped and replaced. No additional adverse patient effects were reported.